Event description:
The patient received an alarm of low impedance. Interrogations showed no sustained episodes with sharp amplitudes and the lead was considered as a broken lead; all other measurements normal. The device delivered one inappropriate therapy. A new pace/sense lead was implanted.

Manufacturer narrative:
Na